Manufacturer narrative:
The reagent lot number was 92987401 with an expiration date of 31-dec-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable lactate dehydrogenase acc. Ifcc ver.2 results from the cobas pure c 303 analytical unit. The samples were repeated on the same cobas pure analyzer and another cobas pure analyzer. Example 1: the initial result was 368 u/l, and the repeat result was 162 u/l. Example 2: the initial result was 271 u/l, and the repeat results were 250 u/l, 199 u/l, and 182 u/l. Example 3: the initial result was 368 u/l, and the repeat results were 206 u/l and 182 u/l. Example 4: the initial result was 475 u/l, and the repeat results were 284 u/l, 326 u/l, and 267 u/l. Example 5: the initial result was 253 u/l, and the repeat results were 196 u/l, 180 u/l, and 218 u/l. Example 6: the initial result was 254 u/l, and the repeat results were 141 u/l and 142 u/l. Example 7: the initial result was 298 u/l, and the repeat results were 136 u/l and 129 u/l.